Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous myocardial ablation procedure to treat an atrial fibrillation a metriq irrigation tubing set was selected for use. The physician noticed that air was generated inside the tubing and was unable to purge it despite tapping or flushing. No error message or code was displayed. The tubing set was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.